Event description:
It was reported that a device check was requested prior to a scheduled magnetic resonance imaging (MRI) procedure while the patient was being hospitalized. A device check was performed, and it was noted that there was a high out of range pace impedance measurement of 2500 ohms that occurred approximately two months ago on this right ventricular (rv) lead triggering a lead safety switch (lss). The lss resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pace and sense configuration. There was noise and oversensing on the rv lead observed in the unipolar configuration, but it was noted that there was no problem with the measurement data in the unipolar configuration. The rv lead was then checked in the bipolar configuration and failure to capture was observed. High rv pacing thresholds were also noted. The patient was indicated to be pace therapy dependent. As a result of the findings, the physician was contacted, and the MRI procedure was discontinued. It was explained to the physician that there was a strong suspicion of a rv lead failure. However, the actual cause is unknown at this time. It was noted that future treatment and actions, including MRI imaging, will be considered. The lead remains in-service. There were no adverse patient effects.